Manufacturer narrative:
(B)(4). Additional information: model and lot #. (B)(4) (050-87212), (B)(4) (050-87216). Two separate catalogue numbers for the liberty cycler sets were found. Complaint samples are not available, and the lot number of product involved in this incident was unknown. However, sales and shipping records were searched for the client within the time frame of three months before the date of occurrence. According to the system no product was available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis patient called technical services and reported that he had gone to the emergency department and was admitted for peritonitis. Follow-up with the patient's nurse confirmed the admission for peritonitis. The patient was treated with vancomycin and ceftazidime and discharged on (B)(6) 2016. The peritonitis was likely due to constipation and the patient was re-trained on bowel hygiene. Medical records were requested.